Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0wblw, implanted: (B)(6) 2015, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the extension (s/n (B)(4)) found the body conductor wires #2 and #3 were broken 2.8cm from the proximal end.

Event description:
Information was received from the health care professional (hcp) and company representative that reported there was high impedance greater than 40,000 ohms on contact 3. The patient had intermittent spasms while playing golf and then they saw their doctor on the day of report and the impedances were checked. Diagnostics/troubleshooting included the impedance check and the patient would be getting an x-ray to check for a break. No actions/interventions had been taken at the time of report. The issue was not resolved yet. No surgical intervention had occurred. Additional information received reported the patient was going to see neurosurgeon on (B)(6) 2015 to discuss ¿investigate the connection¿. The cause of the high impedance and intermittent spasms was not yet determined. The x-rays were negative for fracture and showed no issues with the lead. The issue had not been resolved yet. The patient was implanted for essential tremor. Additional information received from a company representative reported the doctor brought the patient to the operating room. They used alligator clips to check the impedance on the extension and lead. They disconnected the lead extension and checked impedance of the lead which came back normal. The doctor removed the extension and implanted a new one which seemed to fix the impedance issues. All impedances were normal.